Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the cxps component needed to be rebooted. To resolve the issue, the technician rebooted the cxps component. The unit was tested, confirmed to be operating according to specification, and returned to service.

Event description:
The user facility reported that prior to a patient procedure their hexavue custom room rack would not boot up. No report of injury.